Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to report any recurring issues.